Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an unk date and mesh was implanted. It was reported that she experienced severe pelvic pain, urinary tract infections, dyspareunia, and problems voiding. No additional information was provided.